Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop (B)(4) since the device manufacture date is greater than one year from the event date. The stm that found the issue replaced the helium regulator and completed the pm with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety checks and was cleared for clinical use. The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presented a helium leak at the high pressure regulator during a preventative maintenance (pm) performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.